Manufacturer narrative:
(B)(4). Retainer ring: clear. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay and cracked select button keypad overlay.

Event description:
Information received by medtronic indicated that the changed out the set and reservoir. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.